Event description:
Dexcom g7 continuous glucose monitor sensor malfunctioned during insertion. The sensor probe wire was not inserted subcutaneously, instead it protruded above the sensor housing. My insulin pump reported that the sensor failed during warmup. This prevented my insulin pump from providing timely and accurate basal rate insulin dosage based upon my continuous glucose monitor readings and prevented it from warning me if my blood glucose value went dangerously low. This sensor was one of nine I received from my durable medical equipment supplier. Of these nine sensors, my insulin pump reported that five (5) failed during the sensor's "warm up" period, within the first 12 minutes of start-up. When attempting to start a new dexcom g7 cgm sensor on (B)(6) 2025, I had four sensors from three different lots fail. This report is for one sensor only, the other three sensors will be reported in separate form 3500b entries.